Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. Black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a .050 x .050 piece missing roughly .975 and .825 above the snake instrument wrist. The insulation also exhibited various scratch marks in the same general area. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing a thoracic grasper instrument was having a problem with insulation coming off. The instrument was not used on a patient. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.